Manufacturer narrative:
Reporter phone/email: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's primary controller (B)(4) was in use until (B)(6) 2020. Then the controller was swapped. It is unknown what the reason was, as there were no direct alarms. (B)(4) was then used until the patient's death on (B)(6) 2020. The patient's death is referenced in manufacturer report number #: 2916596-2020-04411.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The reported event of a system controller exchange was also confirmed via the submitted log file. Two log files (98260815 and 98260810) were submitted for review. Review of the submitted log files revealed that log file 98260815 was downloaded from (B)(6) and log file 98260810 was downloaded from (B)(6); this is consistent with the provided information that a controller exchange from (B)(6) to (B)(6) was performed. Log file 98260815 contained relevant data from 04aug2020 ¿ 07aug2020 per the timestamp. Log file 98260810 contained relevant data from 14aug2020 ¿ 16aug2020 per the timestamp, confirming that (B)(6) was in use after (B)(6). Log file 98260815 contained approximately 3 days of relevant data (04aug2020 ¿ 07aug2020 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from 4:05:13 on 06aug2020 to 6:48:26 on 07aug2020 due to the rsoc voltage levels dropping to approximately 0v while connected to 14v batteries. The atypical alarms occurred on both the black and white power cables. The alarms resolved on their own each time as the voltage returned to its expected value. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Both system controller power cables were disconnected on (B)(6)2020 at 9:23:14 and the driveline was disconnected approximately 20 seconds later; this is consistent with the reported controller exchange. The reason for the controller being exchanged could not be determined from the log file. Additional information provided indicated that the controllers are not available to be returned for evaluation; only the log files are available. It was also stated that after (B)(6) was exchanged for (B)(6) on (B)(6)2020, (B)(6) was then used until the patient¿s death, which occurred on (B)(6)2020. The provided information indicated that the reason for the controller exchange is unknown. The heartmate iii system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported atypical power cable disconnect alarms could not be conclusively through this analysis. The root cause of the reported controller exchange also could not be conclusively through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 16sep2019. Heartmate iii patient handbook rev. G under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) rev. G under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, backup battery faults, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook rev. G section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries and cleaning/maintaining the system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and instructions for use (IFU) cover how to properly exchange the system controller. This section cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.